Manufacturer narrative:
Additional information (19-may-2025): siemens service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and the data from the instrument. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s acceptable ranges. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2025-00078 was filed on 15-may-2025.

Event description:
The customer reported to siemens they obtained an erroneously elevated loci high-sensitivity troponin I (tnih) result on a patient sample on the dimension exl 200 integrated chemistry system. The initial erroneously elevated result was reported to the physician and questioned. The same sample was reprocessed on the same dimension exl 200 integrated chemistry system. A lower result was obtained and considered correct. The same sample was reprocessed on two alternate dimension exl 200 integrated chemistry systems. Lower results were obtained and considered correct. A second sample for the same patient was processed on the same dimension exl 200 integrated chemistry system. A lower result was obtained and considered correct. Both samples from the same patient were reprocessed on alternate dimension exl 200 integrated chemistry systems. Lower results were obtained and considered correct. There are no known reports of adverse health consequences due to the erroneously elevated loci high sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated loci high-sensitivity troponin I (tnih) result on a patient sample on the dimension exl 200 integrated chemistry system. Siemens is investigating the event.